Manufacturer narrative:
The following sections were updated on this report. Complaint conclusion: during the use of a 3x100mm 155cm saber rx balloon catheter (bc), it was reported that balloon was delivered to the lesion for inflation. However, it ruptured at approximately four atmospheres (4 atm). It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. An ipsilateral antegrade approach was made. A non-cordis guidewire crossed the lesion. The target lesion was the left anterior tibial artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17367274 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17367274 was performed and no issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber rx balloon catheter (3mm10cm155), it was reported that balloon was delivered to the lesion for inflation. However, it ruptured at approximately 4 atmospheres (atm). It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. An ipsilateral antegrade approach was made. A guidewire (treasure, asahi intecc) crossed the lesion. The target lesion was the left anterior tibial artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown.